Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was over infusing. They stated that the pump is set at a rate and dose of 106 ml and that sometimes the bag empties 30 minutes before it should and that the pump will show that 90 - 100 ml has been delivered. Mmdg followed up with the initial reporter who stated that the patient had not had any adverse effects due to the complaint. (B)(4).